Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump wake button was not turning pump off. Customer's blood glucose was within range (value not provided). Customer reverted to using another pump for insulin therapy.